Event description:
It was reported from canada that during an unspecified surgical procedure, it was discovered that the quick coupling device could not attach drill bits. There was a five minute delay to the planned surgical procedure as a result. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturer¿s information was unknown. Device manufacture date was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A functional assessment was performed which revealed that the disconnecting sleeve assembly that held the bits was worn and needed to be replaced. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.